Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, they were unable to power on the autopulse platform. They attempted to troubleshoot by installing a new known charged battery. However, the platform would still not power on. The customer did not provide any additional information. There was no patient involvement reported.

Manufacturer narrative:
The device was returned for evaluation. The reported of platform will not power on was confirmed. The autopulse platform (sn (B)(4)) would not power on during functional testing as the power switch cable was defective. To remedy the reported issue, the power switch processor board and cable will be replaced upon customer approval. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).